Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is exhibiting power spikes and power elevations and thrombus is suspected. The right heart catheterization (rhc) showed a cardiac index (ci) of 5.9 and cardiac output (co) of 7 ipm. The pt is on levophed and heparin gtt and being monitored. Add'l info was rec'd 6 days later stating that the pt's condition has improved and is off heparin gtt but still on levophed. The pt is sitting up in bed, talking and going better, experiencing only one power spike within the last week.

Manufacturer narrative:
The pt remains on going with the implanted device and nor further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.